Manufacturer narrative:
(B)(4). The device was returned and confirmed for display missing segments. The liquid crystal display (lcd) user interface (ui) was replaced. Failure occurred during warranty period. The reported failure of unit display was missing segments was verified. This is a known issue and has been isolated to the user interface printed circuit board (ui pcb) and action has been taken under remedial action efforts. Complaint trends will continue to be monitored.

Event description:
It was reported that the device was returned due to missing segments in the display. There was no patient involvement reported.